Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopping allowing flow during infusion. The device was filled with fluorouracil and sodium chloride with a total fill volume of 195ml. The remaining volume was 190-193 ml. The device was used with a non-baxter catheter and was brought to room temperature before use. Priming was performed and the flow was verified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured october 22, 2015 ¿ october 23, 2015. The device was received for evaluation with approximately 191 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test and a flow rate test were performed, and the device was found to operate within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.